Event description:
The facility reports while transferring the patient, the lift brakes locked without warning. The assistant suffered a twisted back; the patient was not injured. The hoist has been taken out of use, awating examination.